Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the lens optic had a fissure, the lens was explanted same day for a new lens of same model. No further information available.

Manufacturer narrative:
The device and the lens were returned in the opened carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has been retracted toward the mid-nozzle. No damage was observed. The lens was returned separately in the carton in a small plastic bag. Solution and an area of what appears to be dried blood was dried on the explanted lens. One haptic is scraped in the distal area. The anterior and posterior surfaces of the optic are scratched. The optic has areas that are cracked and split, most likely interpreted as the complaint. The optic edge has two large areas that are torn, possibly cut toward the center of the optic. This damage is similar in appearance to damage occurring to facilitate the removal of a lens from the eye. It is unknown if the qualified product was used. The root cause cannot be determined for the reported complaint. The explanted lens was returned. The observed damage was most likely interpreted as the complaint. The used device was also returned. The plunger was retracted. The position of the plunger relative to the lens during advancement cannot be confirmed. The instruction for use (IFU) instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. The manufacturer internal reference number is:(B)(4).